Event description:
It was reported that a patient had a leak during peritoneal dialysis (pd) therapy. According to the report there was a povidone iodine leak from a crack on the minicap. The event was found during use. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample has been received; however, the sample evaluation has not yet been completed. A follow-up report will be filed upon completion of the investigation, or if additional relevant information is received.

Manufacturer narrative:
(B)(4). This complaint was confirmed during evaluation of the returned sample; however, no root cause could be determined. A visual inspection was performed there were cracks on the minicap noted. Functional testing was performed and all critical dimensions were measured and were found to be within the specified tolerances per the relevant minicap drawing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. If additional relevant information is received a follow-up will be submitted.